Event description:
It was reported that a patient with an artificial urinary sphincter (aus) experienced recurring incontinence and erosion. A surgical procedure was performed to downsize the cuff. No further patient complications.

Manufacturer narrative:
Model number/catalog number: 72400024. Serial number: n/a. Batch/lot number: 1100576743. Model/catalog description: balloon fgs 61-70 cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: 72404127. Serial number: n/a. Batch/lot number: 1100539746. Model/catalog description: control pump fgs iz. Unique identifier (UDI) #: (B)(4).